Event description:
It was reported that stent damage occurred. A 12 x 4.00 promus elite drug-eluting stent was advanced but failed to cross the lesion. However, it was noticed that the stent was damaged. No patient complications were reported.